Manufacturer narrative:
Evaluated inner sheath with beak and confirmed pieces had come off. We suspect that the instrument was pre-damaged (cracked) before use and an esu power surge resulted in breakage of the beak.

Event description:
Allegedly, during a tur procedure the doctor noted that ceramic beak broke and 2 pieces fell into patient. The doctor retrieved both pieces and went on to complete procedure. The hospital reported there was no injury caused to the patient.